Event description:
A customer reported that the rotational locks did not hold during patient transfer. The patient allegedly almost fell. The problem has not reoccurred since the reported incident. A ge field service engineer tested the locks and confirmed that they were operating according to specifications. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.